Event description:
It was reported that pump screen remained dark and would not turn on, and when it did turn on customer experienced extreme difficulty pressing button and needed multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case and repeatedly attempted button presses as instructed, confirmed ability to use multiple daily injections as backup therapy, agreed to place pump in storage mode and return it using prepaid label, and was informed of need to reprogram pump settings and reconnect continuous glucose monitor after technical support arranged replacement pump under warranty.